Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when trying to drill holes for the patella, the button would not stay attached. Looks as if the ball bering has failed. No surgical delay.